Event description:
It was reported that the atrial lead had low impedance. Initially the lead was reprogrammed to unipolar pacing which caused pocket stimulation. The physician stated the "original lead placed medially was likely the cause of damage". The lead was later explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Proximal conductor fracture was determined. A deformation/fracture in 5 cm proximal section of the inner coil was observed. The distal conductor was distorted. All conductors had blood/body fluid along with blood in/on the helix/lobe mechanism. The outer insulation was breached cut and clavicle-rib crush was noted. A white substance was observed on the tip electrode.